Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery. A non bsc sheath was placed. While the 8.0mm x 30mm x 75cm express ld iliac / biliary stent was being advanced through the sheath, the stent was dislodged. Another 8.0mm x 30mm x 75cm express ld iliac / biliary stent was advanced to pin down the dislodged stent and the procedure was completed. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).